Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that a guide wire coating issue occurred. A v-14 controlwire guidewire was used during a percutaneous transluminal angioplasty procedure. After the procedure, it was noted that the hydrophilic coating was peeled off. There was no coating left inside the patient. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. The wire has the distal tip polymer partially detached, 6 mm approx. From the distal section end. It is exposing the core wire. Also, this section is bent and slightly coiled. The rest of the device does not have evidence of additional issues. The overall length and outer diameter of the polymer in the distal section couldn't be measured due to the device condition (coiled, bent and polymer detached). The outer diameter of the middle and proximal sections were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire coating issue occurred. A v-14 controlwire guidewire was used during a percutaneous transluminal angioplasty procedure. After the procedure, it was noted that the hydrophilic coating was peeled off. There was no coating left inside the patient. No patient complications were reported and the patient status is stable.